Manufacturer narrative:
The product was not returned for analysis. Complaint history and product history records were reviewed and the documentation indicated the product met release criteria. The root cause has not been identified. There have been no other complaints for this lot. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that following a cataract extraction with intraocular lens (iol) implant procedure, the patient did not like having multifocal lens and hence requested an exchange. The lens was explanted in a secondary procedure approximately 2 weeks following initial implantation, and a monofocal lens was implanted. Additional information has been requested.

Event description:
Additional information was requested and received stating the patient's reason for the explant was blurred vision and clinical reason for the explant were visual discomfort.

Manufacturer narrative:
The account indicated the use of a qualified cartridge, handpiece and viscoelastic. The product investigation could not identify a root cause for the reported complaint. Each lens was subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Information was provided that the multifocal company 22.0 diopter (add power +2.2/+3.2) lens was replaced with an unspecified, monofocal lens model due to a reported "visual discomfort." The product was not available for evaluation. Due to the exchange of a multifocal lens to a monofocal lens, this may suggest that the replacement lens model was an improved choice for the patient's vision needs. No additional information has been provided at this time. The manufacturer internal reference number is: (B)(4).